Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing due to muscle noise on the right ventricular (rv) channel. As a result, an inappropriate anti-tachycardia pacing (atp) therapy was provided. Technical services (ts) recommended reprogramming options. Other than ventricular tachycardia (vt), no additional adverse patient effects were reported. This rv lead remains in service.